Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 141 hours of extended tests at the customer¿s settings. The ventilator passed the initial final test and initial alarm volume test. However, a review of the event trace log indicates the reported event of the transition battery fault alarm was last logged (B)(6) 2017. As a precaution, the transition battery will be replaced.

Event description:
It was reported to vyaire medical that the ventilator had a "t-batt" (transitional battery) alarm occur during a transport. The ventilator shut down and had to be restarted. There was no report of any patient harm associated with this event.